Event description:
It was reported that this patient with a pacemaker system exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms on the right ventricular (rv) lead. A lead safety switch was also declared which switched the pace/sense configuration from bipolar to unipolar. It was noted that pacing impedances had a sudden jump from 345 ohms to now over 3000 ohms. The physician suspects the lead is fractured however, the cause is unknown. The patients family elected not to have any additional procedures due to the age of the patient and the physician determined that the risk of surgery is high. No device reprogramming was done. At this time, the pacemaker and rv lead remains in service. No adverse patient effects were reported.